Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products associated mdrs #1225714-2014-05168, 1225714-2014-05148 and 2937457-2014-01234.

Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products associated MDR 1225714-2014-05168, 1225714-2014-05169 and 2937457-2014-01234.